Event description:
Pt was being transferred from surgery (immediately following surgery) to intensive care unit. Pt was placed onto ventilator after being ambued. Within mins, pt's heart rate began dropping suddenly. Ventilators settings varied from actual output (i.e. Rate was set at 8 but was only 6; tidal volume was set at 200 but was actually reading 100 ml.) Pt was taken off ventilator and placed onto another ventilator. Pt's heart rate became stable. Pt was later transferred in stable condition to another (less intensive) unit in hosp. Ventilator was checked by hosp's biomed dept and manometer was found to be sticking (report enclosed). Ventilator was then sent back to MFR to be further inspected and repaired.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: invalid data. Conclusion: device failure occurred and was related to event, device failure directly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, device temporarily removed from service. Invalid data - on device destroyed/disposed of status.